Event description:
It was reported that the customer experienced high blood glucose levels, reaching 400 mg/dl, which led to a visit to the emergency room and subsequent hospitalization on (B)(6) 2025. Cause was not known. The customer received treatment with intravenous saline and insulin, which successfully resolved the issue on (B)(6) 2025. Technical support recommended replacing the customer's insulin pump and provided guidance on managing the therapy until the new pump arrived. The customer was encouraged to establish a backup plan with a healthcare provider and advised on proper procedures for handling the replacement. Customer reverted to an alternate form of insulin therapy.